Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A transmission observed the right ventricular (rv) lead with short v-v intervals, oversensing on non-sustained ventricular tachycardia episodes, and noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.